Event description:
Boston scientific received information that this left ventricular (lv) lead had displayed increased pacing threshold measurements and the patient was experiencing muscle stimulation. A chest x-ray was performed and found that the lead had become dislodged. The lead was explanted and replaced with a competitive lead. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.